Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost feeling in his lower extremities after having his percutaneous leads explanted and replaced with a surgical lead. The pt was hospitalized and the physician initially indicated the issue was due to the effects of general anesthesia used during the procedure. The next day minimal feeling was regained but the pt had weakness when he was standing or walking. The physician then indicated there was swelling present in the area where the lead was implanted and the pt would be slow to recover.